Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the temperature was above specification on the motor device. It was noted in the service order that the wires were exposed between the cable and the hand piece on the device. It was noted that the hose was patched and the motor was worn and was running too hot. It was also determined that the locking mechanism was not working correctly. It was further determined during the pre-repair diagnostics that the device failed for the handpiece temperature assessment, noise assessment, safety assessment and for air pump assessment .this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.